Manufacturer narrative:
H6: investigation summary: since no samples displaying the reported condition were received the reported defect could not be confirmed. It would be helpful to evaluate unused barrels and finished assembled customer¿s product from the reported batches. During process evaluation, the following areas of improvement were identified and will be acted upon. 1. Barrel sensor that activates silicone gun will have a custom-made cover fabricated and installed. This action should protect the sensor from foreign matter that could make it malfunction and not properly activate the silicone gun. Due date: 10/29/2021. 2. Silicone heating system is being evaluated for upgrades. Due date: 10/29/2021 . A device history record review was completed for provided lot number 0286461. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported when using the barrel 1cc s/t w/sil no bd logo/tb bns there was damaged/deformed product. The following information was provided by the initial reporter and translated to english. The customer stated: "the blood gas syringes have not been working. The doctor is obliged to go up manually so that the blood goes up."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the barrel 1cc s/t w/sil no bd logo/tb bns there was damaged/deformed product. The following information was provided by the initial reporter and translated to english. The customer stated: "the blood gas syringes have not been working. The doctor is obliged to go up manually so that the blood goes up."